Manufacturer narrative:
Evaluation of the reported issue that a ¿short circuit occurred¿ was confirmed. The power adapter and power cord were found burned. The power adapter and power cord were replaced for new ones. Then, concluding functional checks as well as electrical safety test, burn-in simulation and fts test succeeded without any faults. Since the cable and the power adapter were burned, no residue of fluid could be found during the examination. As per evaluation results, the possible root cause of this event could be incorrectly mounted power adapter bracket which caused a short circuit inside power adapter ac main connector from fluid ingress. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
It should be noted that after this event, the rest of the units in the hospital were inspected and all mounting brackets were correctly oriented. In addition, a reminder was done to hospital staff on how the system should to be oriented. In the edward¿s operators manual there is a warnings that states ¿the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection.¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative.¿ there are also photographs in the manual that demonstrate the correct mounting of the power adapter. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent to communicate the investigation results and the device history record review.

Event description:
As reported, before use with a patient and when touched by the nurse, a short circuit occurred with this ev1000 platform making the nurse ¿shooted out¿ two meters. Smoke and fire were observed coming from the device. This event occurred before the ev1000 system was connected to the patient. It was confirmed that the power adapter was mounted incorrectly (upside-down). This incorrect mounting allows for the potential for fluid ingress into the power adapter. The hospital could not confirm if fluid ingress occurred. There were no reported injuries to the nurse or patient due to this event. Patient demographics were requested, but were not available.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.